Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed with a 20 mm balloon. During deployment of the valve, the frame did not completely expand. The valve was recaptured and removed. It was reported that the patient's severe annular calcification and functional bicuspid anatomy contributed to the expansion issues. It was decided to perform another bav with a 22 mm balloon. A new valve was needed to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the product return was received via ups in its original packaging and original container jar, submerged in clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible. All leaflets exhibited signs of creasing, conditions attributed to crimping and recapturing. All leaflets were in a closed position with large gap at the point of coaptation. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no anomalies were noted. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was then fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.